Event description:
During a wisdom tooth extraction, the pt sustained a second degree burn to the left inner upper lip. It is alleged by the reporter that the source of the heat came from the bur guard.